Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 13 cm distal to the df-1 connector pin. A proximal and a 46 cm long distal fragment were returned for analysis. An approximately 7 cm long medial fragment was not returned. Explantation aids were still inserted in and mounted on the distal lead fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. During the visual inspection, deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by over-rotation of the inner coil during the retraction of the fixation helix. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Start of lead fracture. High impedance (over 2000). Threshold above two. Pt had lead revision in order to gain MRI comparability.